Event description:
The customer reported that the insulin pump buttons were not working one night and caused her to wake up with high blood glucose of 400 mg/dl. Customer stated the buttons were not working like it was frozen. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. The customer was advised that insulin pump would be replaced and offer a holster/ belt clip to avoid future issues. No further information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened escape button dome switch. No frozen screen was noted. The prime test could not be performed due to unresponsive buttons. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).